Event description:
The home patient reported a 2240 alarm during automated peritoneal dialysis treatment with the homechoice machine. The patient reported that the pt line from the set became disconnected while pt was asleep. The patient discontinued treatment and finished therapy with a manual exchange. There was no pt injury or medical intervention reported with this incident.